Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verio flex meter was reading inaccurately high compared to another device (onetouch vita).the complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy issue began at approximately 7.30pm on (B)(6) 2016. The patient reported that she obtained blood glucose readings of "197 mg/dl" on the subject meter and "133 mg/dl" on the other device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. The patient stated that she manages her diabetes with insulin (unknown type; self-adjuster). In response to the alleged meter issue, the patient reported that she took an increased dose of insulin (8 units of fast acting insulin instead of 5) at 8pm on (B)(6) 2016. The patient reported that at 10 pm she started "shaking" and developed "heart palpitations" at the onset of the symptoms, the patient claimed her blood glucose was measured at "40 mg/dl" on the onetouch vita meter and that she treatment herself with biscuits in response. During troubleshooting, the csr confirmed that the meter was set to the correct unit of measure and that samples were taken from the correct sample site. The csr confirmed that the patient's testing procedure was incorrect; multiple tests were performed using the same drop of blood. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of severe hypoglycemia after taking an increased dose of insulin based on alleged inaccurate high result obtained with the subject meter.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. The test strips passed testing; the reported issue could not be confirmed. However a secondary issue was noted; when test strips were tested with control solution, an error 2 was observed with no assignable cause found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this mater closed.